Event description:
A cartridge change error was reported for a pump. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer on inspecting and cleaning the pump, and assisted in filling and loading a new cartridge, which resolved the issue, allowing the customer to resume insulin delivery.